Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their sensor alarms were not going off. The customer also reported that they visited the emergency room on (B)(6) 2017 at 3:30 a.m. Due to high blood glucose. The customer stated they woke up at 3:00 a.m. And was not feeling well. Their sensor glucose reading was 240 mg/dl. When they checked their blood glucose it was 380 mg/dl. They treated with a bolus and waited for an hour but the blood glucose did not come down. Their blood glucose at the time of admission was 375 mg/dl. They were treated with insulin drip and fluids. They were stabilized and released. They were wearing the insulin pump at the time of hospitalization. The device will not be returned for analysis.